Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation of a coronary treatment procedure, stent damaged occurred. A 2.75x38 mm promus premier stent was noted to be slightly inflated and flared at both ends of the stent. The stent remained crimped to the balloon. The procedure was completed with a different device and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the was received and stent was damaged was noted at both ends. Struts on the most distal and most proximal rows were flared. This "dogboning" effect is most likely caused by applying a minor positive pressure to the balloon, and subsequently additional handling causing further damage to the affected struts. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues. (B)(4).

Event description:
It was reported that during preparation of a coronary treatment procedure, stent damaged occurred. A 2.75x38 mm promus premier stent was noted to be slightly inflated and flared at both ends of the stent. The stent remained crimped to the balloon. The procedure was completed with a different device and the patient's condition is stable.